Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4): during evaluation of a returned homechoice (hc) device, a baxter technician determined the device failed the hc return instrument test/evaluation (rite) electrical test due to failed ground bond verification but passed rite functional test. The device was received in operative and in good condition. An external/internal inspection was performed and passed. The device powered up properly and no errors occurred. Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.228 to 0.001 ohms when the screw was completely tightened. The loose door post caused a poor connection between the pem ground and door post resulting in the ground bond failure. The cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. Door post would be scrapped and the device was sent to servicing. If additional relevant information is received, a follow-up will be submitted.